Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received button error alarm during normal use. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.